Event description:
It was reported that the right ventricular lead impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:05 and (B)(4) 2012 02:15:05. The weekly pace lead impedance trend data shows an increase for min and max rv pace equal to 768 to 3440 ohms peak between (B)(4) 2012 and (B)(4) 2012. Subsequently, the full lead was returned and analyzed and the defib conductor was fractured. There was blood/body fluid (not obstructed) on the defib conductor and it was also distorted. There was cosmetic environmental stress cracking on the outer tubing overlay and the outer insulation was torn and had cosmetic depression.